Event description:
In 2008, the patient was implanted with three gore excluder aaa endoprostheses. The physician intended to cover the internal iliac. The endoprosthesis extended too far distally and the external iliac was unintentionally covered.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.